Manufacturer narrative:
Company comment: the serious events of nodule, swelling, and pain at implant site, and the non-serious events of paraesthesia, irritation at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions and long-standing event suggestive of permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. The off-label use of restylane-l may also have been a contributory factor. The non-serious events of glaucoma, osteoporosis and steroid diabetes were considered unexpected and unrelated to the treatment, and the potential etiology includes corrective treatment given for the adverse events caused by the treatment with restylane-l. This case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. Follow-up attempts to obtain the lot number have been made. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted until additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a 51-year-old female patient concerning herself. Additional information was received on the same day and also on (B)(6) 2024 from the patient herself. The medical history of the patient included scar on top of the nose and in each corner of the mouth, migraines, allergy to shellfish and tree nuts. She was diagnosed with hashimotos. Concomitant medications included unspecified birth control and topomax [topiramate] for migraines. The patient had previously received treatments with juvederm and dysport for cosmetic use. On an unknown date, the patient received her first and second dose of pfizer covid-19 vaccine in 2022. Additionally, she received flu vaccine in (B)(6) 2023. The patient had underwent dental cleaning in the last six to twelve months. On (B)(6) 2024, the patient received treatment with 1 syringe of restylane-l, half syringe to each side of scar on top of the nose and in each corner of the mouth (unknown lot number, injection technique and needle type). Restylane-l was injected to scar on the top of the nose (off label use of device). After the treatment on (B)(6) 2024, the patient experienced her nose little bit bumpy/very hard white nodule (implant site nodule), tingling (implant site paraesthesia) and swelling (implant site swelling). As corrective treatment, on (B)(6) 2024, the injector dissolved the area treated on nose with an unspecified dissolver. It continued to cause minor irritation (implant site irritation) and subsequently, the area was dissolved a total of five times on unspecified dates. Additionally, the patient took unspecified dosage and frequency of cipro [ciprofloxacin] for two weeks. On an unknown date in late june or early (B)(6) 2024, the patient experienced a large bump on top of her nose with a small bump on the side of the nose. The bump on her nose was extremely painful (implant site pain) and radiated into her cheeks and up into her eye socket. At the end of (B)(6) 2024, the patient discontinued the use of unspecified antibiotics for two weeks and was subsequently prescribed prednisone [prednisone] in an unspecified regimen, consisting of 5 rounds for two weeks. Following completion of the prednisone treatment, the patient was placed on unspecified antibiotics. Additionally, she received treatment with cortisone [cortisone] and two injections of 5 fu [fluorouracil]. In (B)(6) 2024, the patient was administered morphine [morphine] for pain management (as of last week from the date of report) and was currently taking vicodin [hydrocodone bitartrate, paracetamol] every six hours for pain relief. The patient reported visiting the emergency room three times in the past three weeks (as of (B)(6) 2024). She underwent three computerized tomography scans, with the most recent scan occurring on an unspecified date last week (as reported in the initial report in (B)(6) 2024). The computerized tomography scan was unable to visualize the growth on her nose but did reveal swelling in her cheek. As of (B)(6) 2024, the patient presented with a very hard white nodule on the top of her nose and another nodule on the side of her nose. She was experiencing constant pain and was unable to work. The patient was currently on an unspecified prednisone regimen, which was helping with the swelling. Additional information was received on 23-sep-2024, the patient reported having completed five rounds of prednisone, being on numerous unspecified antibiotics, and receiving multiple treatments with hylenex [vorhyaluronidase alfa] to dissolve restylane. Despite being on vicodin, she remained in pain and was unable to work. The bumps were now affecting her vision, and she expressed concern that the granulomas might migrate into her eye. On (B)(6) 2025, the patient reported that she had received corticosteroid treatment for nine months to treat the nodules or granulomas on her nose. As a result of corticosteroid treatment, the patient developed glaucoma (glaucoma), osteoporosis (osteoporosis) and diabetes (steroid diabetes). She had received 15 rounds of therapy including 5-fu to treat and break up the lesions. The patient was still having hard white nodules in places and dents (cutaneous contour deformity) in other places where subcision was performed. The treating physicians were considering methotrexate as next step of treatment. Outcome at the time of the report: little bit bumpy/very hard white nodule was not recovered/not resolved/ongoing. Swelling was unknown. Extremely painful was not recovered/not resolved/ongoing. Tingling was unknown. Irritation was unknown. Dents was not recovered/not resolved/ongoing. Glaucoma was unknown. Osteoporosis was unknown. Diabetes was unknown. Restylane-l was injected to scar on top of the nose was recovered/resolved. Tracking list: v.0 initial, v.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report. V.2 fu was received on (B)(6) 2025 from the patient herself. Seriousness criteria of permanent damage added. Events (cutaneous contour deformity, glaucoma, osteoporosis and steroid diabetes) were added. Additional corrective treatments were added.

Event description:
Case reference number(B)(4) is a spontaneous report sent on (B)(6) 2024 by a 51-year-old female patient concerning herself. Additional information was received on the same day and again on 23-sep-2024, both from the patient. The medical history of the patient included scar on top of the nose and in each corner of the mouth, migraines, allergy to shellfish and tree nuts. She had also been diagnosed with hashimotos. Concomitant medications included an unspecified birth control and topamax [topiramate] for migraine management. The patient had previously received cosmetic treatments with juvederm and dysport. In 2022, on unknown dates, the patient received her first and second doses of the pfizer covid-19 vaccine. She also received a flu vaccine in (B)(6) 2023 and had undergone dental cleaning within the past six to twelve months. On an unspecified date, she received juvederm (lot 1000586970) to the mouth area. On an unknown date, the patient received treatment with juvederm (lot 1000586970) to the mouth area. On (B)(6) 2024, the patient received treatment with 1 syringe of restylane eyelight (lot 21712, expiry date 31-mar-2026), half syringe to each side of the scar on top of her nose (unknown injection technique and needle type). Restylane eyelight was injected to nose (off label use of device). Following the treatment on (B)(6) 2024, the patient experienced her nose little bit bumpy/very hard white nodule/granulomas (granuloma skin) all over her nose, tingling (implant site paraesthesia), numbness (implant site hypoaesthesia) and swelling (implant site swelling). As corrective treatment, on (B)(6) 2024, the injector used an unspecified dissolving agent on the treated area. Despite this, the patient continued to experience irritation (implant site irritation), and the area was subsequently dissolved a total of five times on unspecified dates. Additionally, she was prescribed cipro [ciprofloxacin] for two weeks, though the dosage and frequency were not reported. In late (B)(6) or early (B)(6) 2024, the patient experienced a large bump on the top of her nose and a smaller bump on the side of the nose. The bump on her nose was extremely painful (implant site pain) and radiated into her cheeks and up into her eye socket. At the end of (B)(6) 2024, she discontinued an unspecified antibiotic regimen and was prescribed prednisone [prednisone] in an unspecified regimen consisting of five rounds over two weeks. After completing the prednisone course, she was placed on another course of unspecified antibiotics. She also received cortisone [cortisone] and two injections of 5 fu [fluorouracil]. In (B)(6) 2024, the patient was administered morphine [morphine] for pain management (as of last week from the date of report) and was currently taking vicodin [hydrocodone bitartrate, paracetamol] every six hours for pain relief. As of (B)(6) 2024, the patient presented with a very hard white nodule on the top of her nose and another on the side. She reported constant pain and an inability to work. She was on an unspecified prednisone regimen, which was helping to reduce the swelling. The patient reported having visited the emergency room three times in the preceding three weeks (as of (B)(6) 2024) and had undergone three CT scans, the most recent of which occurred in the week prior to the report. Although the CT scan did not visualize the growth on her nose, it did reveal swelling in her cheek. Additional information was received on 23-sep-2024, the patient reported having completed five rounds of prednisone, being on multiple unspecified antibiotics, and receiving multiple treatments with hylenex [vorhyaluronidase alfa] to dissolve restylane. Despite being on vicodin, she continued to experience pain and was unable to work. The bumps were now affecting her vision, and she expressed concern that the granulomas might migrate into her eye. On (B)(6) 2025, the patient stated that she had undergone corticosteroid treatment for nine months to treat the nodules or granulomas on her nose. As a result of corticosteroid use, the patient developed glaucoma (glaucoma), osteoporosis (osteoporosis), and diabetes (steroid diabetes). She had received 15 rounds of therapy, including 5-fu, to treat and break up the lesions. At the time of reporting, she continued to have hard white nodules in some areas and dents (cutaneous contour deformity) in others where subcision had been performed. On (B)(6) 2025, the patient reported persistent granulomas across her nose, along with excruciating pain, numbness and swelling. On an unknown date, the patient received treatment with methotrexate [methotrexate] and, at the time of this report, had been on prednisone for 10 months. Outcome at the time of the report: little bit bumpy/very hard white nodule/granulomas was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Extremely painful was not recovered/not resolved/ongoing. Tingling was unknown. Numbness was not recovered/not resolved/ongoing. Irritation was unknown. Dents was not recovered/not resolved/ongoing. Glaucoma was unknown. Osteoporosis was unknown. Diabetes was unknown. Restylane eyelight was injected to nose was recovered/resolved. Tracking list: v.0 initial report, v.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report. V.2 fu was received on (B)(6) 2025 from the patient herself. Seriousness criteria of permanent damage added. Events (cutaneous contour deformity, glaucoma, osteoporosis and steroid diabetes) were added. Additional corrective treatments were added. V.3 fu was received on (B)(6) 2025 from the patient herself. Suspect product updated from restylane-l to restylane eyelight. Verbatim and coding of event implant site nodule updated to granuloma skin and the off-label use verbatim was revised. Event (implant site hypoaesthesia) added. Outcomes for numbness and swelling were updated and concomitant filler of juvederm added. Current condition of the patient and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of nodule, swelling and pain at implant site, and the non-serious events of paraesthesia and irritation at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. Restylane-l was used off label, which also could have been a contributory factor. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction but additional information need to be requested by the reporter such as lot number and treatment details. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-sep-2024 by a 51-year-old female patient concerning herself. Additional information was received on the same day and also on 23-sep-2024 from the patient herself. The medical history of the patient included scar on top of the nose and in each corner of the mouth, migraines, allergy to shellfish and tree nuts. She was diagnosed with hashimotos. Concomitant medications included unspecified birth control and topomax [topiramate] for migraines. The patient had previously received treatments with juvederm and dysport for cosmetic use. On an unknown date, the patient received her first and second dose of pfizer covid-19 vaccine in 2022. Additionally, she received flu vaccine in (B)(6) 2023. The patient had underwent dental cleaning in the last six to twelve months. On (B)(6) 2024, the patient received treatment with 1 syringe of restylane-l, half syringe to each side of scar on top of the nose and in each corner of the mouth (unknown lot number, injection technique and needle type). The restylane-l was injected with 0.3 percent of lidocaine [lidocaine]. The restylane-l was injected to scar on the top of the nose (off label use of device). After the treatment on (B)(6) 2024, the patient experienced her nose little bit bumpy/very hard white nodule (implant site nodule), tingling (implant site paraesthesia) and swelling (implant site swelling). As corrective treatment, on (B)(6) 2024, the injector dissolved the area treated on nose with an unspecified dissolver. It continued to cause minor irritation (implant site irritation) and subsequently, the area was dissolved a total of five times on unspecified dates. Additionally, the patient took unspecified dosage and frequency of cipro [ciprofloxacin] for two weeks. On an unknown date in late (B)(6) 2024, the patient experienced a large bump on top of her nose with a small bump on the side of the nose. The bump on her nose was extremely painful (implant site pain) and radiated into her cheeks and up into her eye socket. At the end of (B)(6) 2024, the patient discontinued the use of unspecified antibiotics for two weeks and was subsequently prescribed prednisone [prednisone] in an unspecified regimen, consisting of 5 rounds for two weeks. Following completion of the prednisone treatment, the patient placed on unspecified antibiotics. Additionally, she received treatment with cortisone [cortisone] and two injections of 5 fu [fluorouracil]. In (B)(6) 2024, the patient was administered morphine [morphine] for pain management (as of last week from the date of report) and was currently taking vicodin [hydrocodone bitartrate, paracetamol] every six hours for pain relief. The patient reported visiting the emergency room three times in the past three weeks (as of (B)(6) 2024). She underwent three computerized tomography scans, with the most recent scan occurring on an unspecified date last week (as reported in the initial report in sep-2024). The computerized tomography scan was unable to visualize the growth on her nose but did reveal swelling in her cheek. As of (B)(6) 2024, the patient presented with a very hard white nodule on the top of her nose and another nodule on the side of her nose. She was experiencing constant pain and was unable to work. The patient was currently on an unspecified prednisone regimen, which was helping with the swelling. Additional information was received on 23-sep-2024, the patient reported having completed five rounds of prednisone, being on numerous unspecified antibiotics, and receiving multiple treatments with hylenex [vorhyaluronidase alfa] to dissolve restylene. Despite being on vicodin, she remained in pain and was unable to work. The bumps were now affecting her vision, and she expressed concern that the granulomas might migrate into her eye. Outcome at the time of the report: swelling was unknown. Little bit bumpy/very hard white nodule was not recovered/not resolved/ongoing. Tingling was unknown. Irritation was unknown. Extremely painful was not recovered/not resolved/ongoing. Restylane-l was injected to scar on top of the nose was recovered/resolved.